Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/24/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/12/2014 with the following findings:the complaint could not be duplicated on investigation. A review of the pump¿s black box data revealed a call service alarm in the history. The pump was primed and exercised for 24 hours without emitting alarms or warnings. Evaluation of the pump¿s internal components found no evidence of moisture. Unrelated to the call service issue, a time and date reset was observed in the pump¿s black box data history. Evaluation revealed the internal clock battery on the pcb board had failed. Additionally, the display screen was observed to be discolored.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the pump emitted a call service alarm 6 consecutive times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.